Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Evaluation found that the returned catheter could function as intended and no damage or breakage was observed on the thermistor wire. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 16) do not wet the lead wire and the junction with extension cable. 17) this device is compatible only with monitors requiring ysi 400-series type temperature probes." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter displayed 34°c against the deep temperature, 37°c. It was also stated that when measured at other parts, the temperature indicated at 37°c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter displayed 34°c against the deep temperature, 37°c. It was also stated that when measured at other parts, the temperature indicated at 37°c.